Event description:
During a lower anterior resection, both devices malfunctioned during the case. The staple legs did not form in a b shape. The surgeon described not hearing the washer "crunching" like it normally does. Hand sewing was used to complete the procedure. The case was completed with another device of the same product code. There was no pt consequence.